Event description:
It was reported that 24 hours post-op a sleeve gastrectomy procedure, the patient required emergency surgery. The staple line had burst through. The surgeon corrected it by over sewing the area. The patient is reportedly fine. These are all the details currently known. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What color cartridge used? Leak test performed? How did the patient present that led to a indication there was leak? What did the staples look like in reop? What was the site of the leak? What was a emergency procedure performed? Was the patient discharged prior to this event? What the patient post diet at this stage? Current status of the patient? Was a drain placed?

Event description:
A leak test was performed duirng the initial procedure. A blue cartridge load failed. The leak was about the 5th load fired. (Approx) emergency procedure was less than 24 hrs post surgery, so patients diet was not a cause. The surgeon oversewed the staple line where the staple line had failed/ burst / not worked. Patient is doing fine.

Manufacturer narrative:
(B)(4)